Event description:
It was reported that a revision surgery from the right hip was performed due to severe pain, limited mobility, elevated metal ion levels and metallosis.

Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the hemi head & modular sleeve were removed. The acetabular cup & stem remained implanted. As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. A review of the complaint history for the head/sleeve/cup was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the cup + head. Similar complaints have been identified for the sleeve and this failure will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. The medical documents were reviewed. The reported pain, elevated metal ions and intraoperative inflammatory tissue responses may be consistent with findings associated with metal debris. As well as the histopathological findings that are consistent with aseptic lymphocyte vasculitis associated lesion. However, the root cause of the reported clinical findings cannot be confirmed, but based on the intraoperative findings of corrosion on the trunnion is a likely source of the metal debris. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.